Event description:
Device malfunction: difficult to remove/broken vessel locator wings. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after the clip successfully deployed, the vessel locator wings would not fully collapse and the device could not be removed. The device was opened to collapse the vessel locator wings and remove the device. All steps were followed according to the info for use prior to opening the device. After removal, visual inspection showed a broken vessel locator wing. Hemostasis was achieved with the device. There were no adverse pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.